Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via manufacturer's representative reported that they had a revision on (B)(6) 2015 to replace and move the implantable neurostimulator (ins) from the back to the right abdomen. This was done because the ins was too close to the skin and got hot. The issue had been occurring for approximately 6 months prior to the revision being performed. It was reported that the patient recovered completely from the procedure. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, the event will be updated. See manufacturer's report # 3004209178-2016-01008 for the patient's subsequent device issue.